Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: the patient only lost 20-30ml of blood during the entire procedure and very little blood loss was a result of the failed clip applier. The vessel was controlled by a grasping instrument while trying to deploy the clips and blood loss was not highlighted as problematic during this incident, another clip applier was introduced to the surgical field and the delay was under 60 seconds.

Event description:
It was reported the device failed in critical liver case. Device was deploying open clips only.

Manufacturer narrative:
(B)(4). Batch # p92x17. Device analysis: the analysis results found that the mcs20 was received with no damage in the external components. In an attempt to replicate the reported incident, the instrument was cycled and in the next actuations, no clips were fed into the jaws even though the device was being actuated in several occasions. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the feedbar was found to be damaged causing the feeding issues. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.